Manufacturer narrative:
Date is approximate with month/year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. Poor communication on the patient programmer was reported by the patient. They noted they had an un-related surgery and hospital stay and since the surgery they had problems with their incontinence/a return of bladder symptoms. They noted they were feeling so poorly (due the unrelated surgery) that they just ended up putting on pads. The patient noted they had a health care physician (hcp) appointment later that day so they wanted to use the programmer to increase stimulation but when they tried to use the programmer it wouldn¿t power on. The patient tried new batteries prior to the call and the programmer still wouldn¿t power on. During the call the patient replaced the batteries with brand new aaa alkaline batteries and the programmer powered on but then the programmer got stuck on the sync screen. Finally the patient was able to get the settings pulled up once and saw that the ins was on at 2.9 v. Then the only screen the programmer would give was the poor communication screen. While on the call the patient confirmed the antenna was secure and attempted to sync to the ins however the poor communication was not resolved. The patient then placed the programmer directly over the ins and attempted syncing again, however it wasn¿t resolved. The patient was sent a replacement antenna as the programmer wouldn¿t do telemetry with the antenna attached. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient responded to a letter. When asked what were the circumstances that led to the programmer getting stuck on the sync screen and the programmer only giving the poor communication screen, the patient said they received a new "wand." They further said since their surgery (unrelated to device/therapy), their healthcare provider (hcp) has increased their implantable neurostimulator (ins) from program 1 to program 2; they will go to program 3 if program 2 doesn't help in 2 weeks. When asked what steps were taken to resolve the problems with incontinence/return of bladder symptoms since the surgery, the patient said they were sent a new wand. No further patient complications have been reported as a result of this event.